Event description:
There was an allegation of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result was 0.3 mg/dl. This result was reported outside of the laboratory where it was questioned. The repeat result was 2.5 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The crep2 reagent lot number was 76613001 with an expiration date of 30-sep-2024. The customer had qc issues with multiple assays including crep2. During a review of the alarm trace data, "abnormal aspiration" errors were observed. These are indicators of possible poor sample quality. The field service engineer (fse) found the sodium hydroxide (naoh) nozzle was dripping intermittently during cell rinse into adjacent cells due to being pinched. The fse rerouted and unpinched the tubing, verified the cell rinse dispense volumes, and replaced a sample probe and the reagent probes. Precision results were acceptable. The service actions resolved the issue.